Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and the root cause of the issue could not be determined, as there was no deformation observed that might contribute to the retention of foreign material and the device reprocessing was implemented in accordance to the IFU. The event can be detected/prevented by following the instructions for use sections below: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. ¿9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents¿. ¿1 keep the air/water valve¿s hole covered with your finger¿. ¿2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of a customer that their evis lucera elite gastrointestinal videoscope had air and water flow issues from the air/water flow system. Upon inspection and testing of the returned unit, it was discovered that the nozzle of the device was clogged with foreign matter. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure when the foreign material adhered to the scope. Additionally, there was no delay in the start of pre-cleaning, the customer did flush the nozzle with water and air, they wiped the nozzle with clean lint-free cloths and flushed the nozzle with detergent solution, and there were no abnormalities reported in the accessories used for reprocessing the device. The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing of the returned unit, a clogged nozzle was discovered. In addition, insufficient angle, objective lens adhesion cloudiness, cover discoloration, rubber adhesion chipping and cloudiness, scratches, and wrinkles were discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.